Event description:
Bd / alaris syringe pump volume infusion documentation discrepancy issue related to interoperability. Bd pump sent inaccurately large volume through interoperability to the ehr. Pt received correct volume and there was no pt harm. Pt was at risk of harm due to clinical decision making related to the inaccurate data. FDA safety report ID# (B)(4).